Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the issue got happened during a planned treatment and the procedure was completed as planned. The philips remote service engineer (rse) checked the device remotely and confirmed that the flexvision pc did not bootup. Upon further inspection of the daily logs, the rse identified a single incident stating that the connection with flexvision_pc_control was lost. The rse recommended checking the ethernet cable and connections. After this, subsequent reviews of the daily logs revealed no patterns or ongoing issues with the flexvision pc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the flexvision pc would not boot up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.philips has started an investigation of this complaint.